Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage under lcd screen, on electronic assembly or motor noted. The device had cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone, the insulin pump got wet and it seems to be working but the device had a button error. Customer then accidently reinserted the wet battery in the device but changed it out to a new one. Then it look on the device it still had a full battery. Customer's blood glucose was 154 mg/dl. Customer had jumped into the pool and forgot she was wearing the device. Customer agreed to return the device for analysis.